Event description:
It was reported that right hip revision surgery was performed due to failure arthroplasty and extensive metallosis.

Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision the r3 liner was removed. The r3 shell remained implanted. As of today, the implanted devices, all of which were used in treatment, and additional information has been requested for this complaint but has not become available. A review of the complaint history for the liner and shell was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the shell and the liner. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Device history record review confirmed that all released parts met specifications applicable at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. The medical documents were reviewed. The reported pain along with intraoperative findings of extensive black synovial tissue/fluid may be consistent with findings associated with metallosis and synovitis. However, without the supporting lab results, imaging, and the analysis of the explanted components, the root cause of the reported pain and synovitis cannot be confirmed and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. It was also noted that use of a competitor¿s (de corail) stem and (biolox) delta ceramic head were implanted with the r3 liner & r3 shell at the time of revision. This activity was performed contrary to the instructions for use of for bhr implants which states under its important medical information, ¿do not mix components from other manufacturers.¿ without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.